Event description:
Right motor/gearbox assembly for a tdxsp power wheelchair dealer alleges there is a short circuited internally - overloads power supply.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.